Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. The reported issue was not found in the event history log. The reported issue was not duplicated during the investigation. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited. No disposable" alarm and turned off. It was reported that the customer changed the cassette to a new one and the problem was settled. No patient injury reported.